Manufacturer narrative:
The device was returned to zoll medical canada's service department, the reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The multi-function cable connector and gasket were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device restarted/rebooted on its own. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.